Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with minor scratches on lcd window. The pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that when trying to conduct a bolus, the pump will either do nothing or it will scroll rapidly. The customer states it may be a software issues. The customer's blood glucose level was 400mg/dl. The customer states the buttons are unresponsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.